Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. The g2 field was corrected as company representative has not been selected. The following additional information was obtained through good faith efforts: the device was reprocessing before sending to olympus. However, reprocessing steps were inadequate, including aw-channel cleaning/flushing and moreover, (B)(6) are not used regularly for distal end and forceps elevator cleaning. The rest of the reprocessing steps were followed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign matter may have remained because the reprocessing deviated from the instruction manual. Therefore, the root cause is attributed to the user. The event can be prevented and detected by handling the device in accordance with the following sections of the instructions for use: detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measure is described in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that during a routine maintenance the technician noted there was not enough air to clear water from the objective lens. There were no reports of patient harm associated with this issue. During evaluation of the returned device, yellowish/brown color foreign material was found on the forceps elevator and the grip was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to findings reported in the event description, the following non-reportable malfunctions were identified: the nozzle was deformed/scratches and deformation on various parts of the device/rubber adhesive detached and discolored/wrinkle in connecting tube/universal cord discolored/bending angle wired in up/down direction does not meet specification/the play of the up/down, right/left does not meet specification/due to clogging of air/water tube, air supply volume does not meet specification. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.